Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received 1 silicone catheter for evaluation. Visual inspection noted that the shaft was broken at the bifurcation site. There was molding evidence found. Per the dimensional evaluation, the catheter was dissected from the shaft to take measurements and results were the following: wall thickness (dimension a)= 0.18445¿ (per specification =0.180¿±0.010¿), wall thickness (dimension b)= 0.03528¿ (per specification =0.035¿±0.008¿), wall thickness (dimension d)= 0.02138¿ (per specification =0.022¿±0.005¿), wall thickness (dimension e)= 0.02287¿ (per specification =0.023¿±0.005¿), wall thickness (dimension I) = 0.03437¿ (per specification =0.035¿±0.008¿), wall thickness (dimension j)= 0.03445¿ (per specification =0.035¿±0.008¿). According to the dimensions taken, the catheter was found within specification, and no manufacturing deficiencies were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the user noticed the catheter was twisted at ICU. The user returned the catheter to a normal position, but the catheter was dameged on the fourth day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user noticed the catheter was twisted at ICU. The user returned the catheter to a normal position, but the catheter was damaged on the fourth day of use.